Manufacturer narrative:
The reported guide wire was received at csi for analysis. The wire was confirmed to be fractured. All wire fragments were accounted for and there was no other damage observed. Scanning electron microscopy analysis was performed and the spring tip fracture displayed evidence of ductile torsion. It is hypothesized that the guide wire fractured due to unknown rotational forces, although this is not confirmed. At the conclusion of the device analysis investigation, the report that the guide wire fractured was confirmed, however the root cause of the fracture is unknown. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. Csi ID: (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
Treatment was performed in a heavily calcified posterior tibial vessel (pt) using a peripheral orbital atherectomy device (oad). The oad was removed, an exchange catheter was inserted, and the viperwire guide wire was removed. When a pilot wire was advanced, the flex tip of the viperwire was noted to have remained in the pt at the ankle joint. Attempts to remove the wire fragment were made using a 2-4mm snare and aspiration, but were unsuccessful. A cut down was performed to remove the wire fragment, following which the pt was patched and balloon angioplasty was performed in the area. Final angiography showed significant improvement to flow in the distal pt.